Event description:
The patient was revised due to polywear of the acetabular insert and also for a malpositioned cup which caused hip pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.